Event description:
It was reported that during a peripheral stenting treatment procedure, stent migration occurred. Access was obtained through the left femoral artery. The 16x50mm, eccentric shaped, de novo lesion was located in the non-tortuous and non-calcified common left iliac artery. The physician predilated the lesion with an unspecified 16mm balloon and then deployed a 22x70/10fr -100cm wallstent in the lesion and post dilated with a 16mm unspecified balloon. During withdrawal of the balloon it was observed that the stent slipped about 2-3cm. The physician implanted an 18x90mm wallstent overlapping the first stent. The procedure was completed with post dilation with an 18mm unspecified balloon, "with good result." No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).